Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables while in patient, use had air bubbles that were found in the inner lumen of l-70ni. The bubbles could be collected by the syringe.. Additional information is being requested on patient outcome. No patient injury reported at this time.

Manufacturer narrative:
No root cause has to be determined since the complaint was not confirmed due to no product was returned. We are unable to confirm the reported complaint, however instructions for use states "remove all air from the hotline® fluid warming set, l-10, pc-8, and yc-8 before connecting to the patient. Failure to do so may result in introduction of air to the patient.

Event description:
Investigation completed and summary in h 10.